Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with mild tortuosity. The 6x150 mm absolute pro self expanding stent system (sess) was advanced but the stent could not be deployed and the thumbwheel could not be turned in any direction. During removal of the sess the stent began to deploy in the sheath. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be tested due to the condition of the returned device. The reported mechanical jam was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous anatomy and/or other devices resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the device during removal resulted in the noted device damages (stretched/separated struts, tip separation) and thus resulting in the noted mechanical jam during return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: removed 2199 and 4582, added 2687

Event description:
It was reported that the procedure was to treat the superficial femoral artery with mild tortuosity. The 6x150 mm absolute pro self expanding stent system (sess) was advanced but the stent could not be deployed and the thumbwheel could not be turned in any direction. During removal of the sess the stent began to deploy in the sheath. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: the returned goods analysis identified that the tip of the device separated. The account was not aware of the separation. There is the potential the separated portion remains in the patient.

Event description:
Subsequent to the original report, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be tested due to the condition of the returned device. The reported mechanical jam was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuosity anatomy and/or other devices resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the device during removal resulted in the noted device damages (stretched/separated struts, tip separation) and thus resulting in the noted mechanical jam during return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.